Event description:
It was reported that the customer was hospitalized for 3 days due to high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was unknown. The customer stated that she had been off of insulin pump therapy for 1 day prior to the 911 call. She stated that the insulin pump had not been delivering insulin properly in (B)(6), leading up to the hospitalization. She noted that she had fainted just before emergency medical services were called. She was unavailable for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.